Event description:
Patient reported they were seen at their dentist who informed them they have tooth/root resorption. A letter of recommendation was provided. The dentist states in the letter the patient reports she ws in byte aligners for about a year with 7 day wear and multiple refinements (approx. 4). The patient presents with external resorption of #19b, this is possibly due to accelerated movement of their teeth. More resorption issues could present themselves in the future. Patient denies no other trauma to their face and teeth and only reports they clench their teeth. The patient has class I occlusion, their midline is correct, #27 is in retroclined. Patient has an open bite on anterior incisors and posterior molars/second pre-molars. Patient only biting on 1st premolars and canines on both sides. Advised patient to discontinue ue of the byte aligners, do not wear retainers and to continue monitoring for bite closure. It is recommended they have further orthodontic treatment and occlusal guar is recommended after ortho treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.